Event description:
Caller reported a malfunction on the pump, indicated by a malfunction code. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted by cts with resetting the pump and informed to call back if the issue recurs; no further malfunction occurred after the reset, and the customer continued to use the pump.